Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 158 mg/dl at the time of the incident. Customer states they had a problem with pump beeping and then the screen was white. Customer switched battery and it did not change. Customer has not switched battery at home and still same situation. Customer is calling back with blank display after receiving new battery cap. The customer was assisted with troubleshooting and customer reports display is solid white.the customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with steady blank white light on the display due to cracked lcd glass. No beeping noted during testing. Unable to perform the functional testing's including the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank white light on the display. Unable to verify missing segments/partial display due to blank white light on display. The device was received with scratched case, minor scratched lcd window and cracked select button keypad overlay.